Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) an issue with a rt380 adult dual-heated evaqua2 breathing circuit. It was further reported that the circuit failed the ventilator test for blockage before use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare service center in china where it was inspected and performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician. Results: visual inspection of the complaint device revealed no signs of damage. The leak test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A distributor reported on behalf of a healthcare facility in china an issue with a rt380 adult dual-heated evaqua2 breathing circuit. It was further reported that the circuit failed the ventilator test for blockage before use. There was no reported patient consequence.